Event description:
The manufacturer received information alleging a ventilation inoperative error code was found on a bipap a40 device. The device was not in use on a patient at the time of the occurrence. The bipap a40 device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that error code, three (3) reboots occurred within twenty-four (24) hours. (E-045), was observed on the device's error log. There were no findings made available by the third-party service technician on the cause of this issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.